Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she put the insulin in the fridge and when she took it out to let it warm, the insulin caused large air bubbles in the reservoir. The customer's blood glucose level was unknown. The customer's reservoirs were replaced and will be returned for analysis.